Event description:
It was reported the pt's family member was advised to place moleskin between the headpiece and the skin flap to alleviate irritation caused by the magnet pressure. However, family member purchased newskin instead and applied that to the skin flap. It is believed by the audiologist that the pt developed an allergic reaction to the newskin which exacerbated the infection. Necrosis of the skin flap developed secondary to the infection. The device was explanted.